Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system revealed low amplitude p-waves and right atrial (ra) undersensing. The device was removed from magnetic resonance imaging (MRI) protection mode, and a device check confirmed impedance measurements were within range. This pacemaker remains in service. No adverse patient effects were reported.